Event description:
It was reported that pump experienced malfunction alarm with code malf 1 and that no notable events occurred prior to issue. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump, but same malfunction recurred. The customer reverted to an alternate method of insulin therapy.